Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to clinic for routine follow-up, device was found to be in backup vvi. Device download was performed successfully. Patient will be followed normally.